Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, error 26002 occurred and arm 1 did not work. The technical support engineer (tse) asked the caller to perform a hard power cycle with emergency power off (epo), but error 319 occurred and universal surgical manipulator (usm) 1 faulted. The surgeon agreed to continue the surgery with 3 usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However; no further details have been received as of date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side cart (psc) flex 1 fiber optic cable and proximal setup joint (suj) due to error 319. The fse also replaced worn fiber optic cables for the psc wrist, psc tap, and psc backplane. The system was tested and verified as ready for use. Isi received the psc flex 1 fiber optic cable involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure. The unit was installed onto a system, was able to start in normal mode, and go through full range of motion with no errors. The unit was left on the system in idle mode for one hour with no errors. Isi has received the proximal suj for evaluation. However; failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained. The following affected parts involved with this complaint are field scrap items and will not be returning to isi for further investigation. Part ID 372210-06 (psc wrist fiber optic cable). Part ID 372212-07 (psc tap fiber optic cable). Part ID 372214-06 (psc backplane fiber optic cable). A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review a review of the site's system logs for the reported procedure date was conducted by isi. Investigation confirmed error 319 occurred indicating a node was not present at startup in armnet for usm1. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, and h2 device evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the proximal setup joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure. The unit was installed on the system and error 319 was triggered. The unit was tested on the psc fixture test platform (pftp) and failed node check. A golden fiber cable was installed and the suj passed all tests. The original fiber cable was re-installed and the node checks failed.

Event description:
Refer to h10/h11 for follow-up information.